Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue occurred during a diagnosis of coronary procedure which could be completed with a delay. The philips field service engineer (fse) visited the system onsite and confirmed that c-arm vibration and not possible to perform right anterior oblique (rao) rotation movement. The system logfiles were checked and troubleshooting found that the mounting screw of the rotation motor (spr motor) in the l arm was found to be loose. The mounting screw was tightened and the mounting of the spr and spj motors in the l arm was checked and calibrated. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm could not perform rotational movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.